Manufacturer narrative:
E4 should have been left blank on manufacturer device report 1220648-2025-25628.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the impella cp was exchanged due to the patient developing access site bleeding. Impella support was for four hours. The patient survived the event.

Manufacturer narrative:
The investigation has been completed. No device was received for evaluation. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical details were provided.